Event description:
It was reported that the burr stuck on the guidewire. A 1.5mm rotapro and a rotawire were selected for an atherectomy procedure with percutaneous coronary intervention (pci). During withdrawal, the burr got stuck on the wire as they were down. The procedure was completed and the wire was just pulled out. There were no patient complications and the patient's status is fine.